Manufacturer narrative:
The reported complaint of a "user advisory - ua07 (discrepancy between load 1 and load 2 too large)" on the autopulse platform (B)(4) was confirmed during device power on and archive data reviews. The investigation finding determined that the root cause of the reported issue was due to a defective single point load cell on the amplifier board. Damaged front enclosure was observed on the ap platform during visual inspection. This physical damage identified can occur during normal wear and tear and unrelated to the reported complaint. The front enclosure was replaced. During archive data review, multiple ua07 error message were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the defective single point load cell identified during service evaluation was replaced. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with (B)(4).

Event description:
The customer reported that during shift check, the autopulse platform (B)(4)displayed user advisory - ua 7 (discrepancy between load 1 and load 2 too large) error message upon powering on. The users were unable to clear the advisory. No patient involvement.